Manufacturer narrative:
It was reported when opening a kit on (B)(6) 2024 for a "port change", the "10 ml flush was missing a piece and did not have any fluid". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported when opening a kit on (B)(6) 2024 for a "port change", the "10 ml flush was missing a piece and did not have any fluid".

Manufacturer narrative:
Update to d3: manufacturer. Registration fei number: (B)(4).